Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. Corrections and or additional information has been added to the following sections: a1, b5, d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-may-2020 to 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that field service engineer or other group had resolved the issue by replacing hardware (board, aio, hhd). The system functioned as intended after troubleshooted by the field service engineer or other group.

Event description:
It was reported by the customer that a pyxis medstation es system produced smoke from the back of the unit. Customer reported that there was no patient harm or delay involved. There were no adverse events or injuries reported based on this incident.